Event description:
It was reported that patient underwent total hip arthroplasty in 2006, during which he received a durom acetabular component. Post-op patient reports he experienced pain and was revised in 2008.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.